Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the customer though that her blood glucose of 396 mg/dl was high at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.